Event description:
The customer's case manager called and reported the customer was hospitalized with high blood glucose above 548 mg/dl and diabetic ketoacidosis. The customer was reportedly discharged, but went back in and was unresponsive as of the time of this report. It was stated the customer's insulin pump was in two different pieces and there was a crack all the way down the side, next to the reservoir. The customer was reportedly hospitalized on (B)(6) 2015, and then came back on (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.